Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the user identified difficulty activating the safety feature causing a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: after picking up the sample when closing the security: the operator punctured himself. Safety: the operator has punctured himself. The closure is not automatic but is determined by the manual act of the operator sliding the needle into the cover. The needle does not retract easily. It stuck out and this caused the accident.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed . As (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device lot#; 1j0182 does not exist for catalog number 367246. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the user identified difficulty activating the safety feature causing a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: after picking up the sample when closing the security: the operator punctured himself. Safety: the operator has punctured himself. The closure is not automatic but is determined by the manual act of the operator sliding the needle into the cover. The needle does not retract easily. It stuck out and this caused the accident.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to did not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode did not retract. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.